Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - e2339 - ulcer. H6: health effect - clinical code - e2006 - erosion.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin ulcer at the insertion site and consulted a doctor and was initially diagnosed with ttp, redness that had spread and cellulitis. There was no treatment information provided for the consultation. On (B)(6) 2023, the patient went to the doctor after consultation on (B)(6) 2023 and was evaluated. The doctor administered a shot of rocephin for 1gram and cefalaxin 500 mg twice a day and the reaction did not get better after a week. The doctor provided an antibiotic on (B)(6) 2023. The patient was given bactrum 800mg twice a day. The patient also had an ultrasound and the results showed an abscess behind the skin ulcer and the doctor drained the abscess. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin ulcer that covered 2 to 3 inches at the insertion site. On (B)(6) 2023, the patient went to the doctor after consultation on (B)(6) 2023 and was evaluated. The doctor administered a shot of rocephin for 1gram and cefalexin 500 mg twice a day and the reaction did not get better after a week. The doctor provided an antibiotic of bactrim 800mg twice a day on (B)(6) 2023. That day, the patient also had an ultrasound and the results showed an abscess behind the skin ulcer and the doctor drained the abscess. On (B)(6) 2023, the patient was prescribed another course of bactrim 800 mg twice a day. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.